Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) male patient's nurse contacted zoll to report that the patient passed away. The patient was reportedly at a skilled nursing facility and was transferred to the hospital. The patient's friend reported that the patient went into cardiac arrest, his heart stopped beating, and he passed away. Review of the events surrounding the patient's death indicate that the patient experienced bradycardia and asystole. One inappropriate defibrillation was delivered during asystole. Oversensing of small signal contributed to the false detection. There is no indication that the lifevest caused or contributed to the patient's death.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) was completed. The monitor was fully functional and able to detect and treat. Electrode belt sn (B)(4) has not been returned. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor; electrode belt: 04/2013.